Manufacturer narrative:
The investigation has been finalized. No parts were exchanged in the ventilator system. Our investigation is based on a received device logs evaluation. The evaluation of the device logs confirmed the reported auto-cycling issue and a self-triggering situation on the date of event. Our conclusion is that the auto-cycling issue was most likely due to inadequate user settings/setup or other clinical difficulty during ventilating the patient. Evaluation of the test logs and technical logs showed no indication of a device malfunction. Our final conclusion in this matter is, there was no device malfunction, but the user had difficulties in operating the device due to patient conditions or other circumstances.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was auto-cycling while it was connected to a patient. There was no patient harm reported. (B)(4).